Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
An incident report was received from the competent authority in (B)(6). The report alleges the ngage nitinol stone extractor forceps was tested prior to use and was functioning (the forceps completely closed). But during use on patient, it was impossible to fully close the forceps. It was impossible to retrieve the stone. Consequences on patient: longer procedure. They used another ngage which functioned. No further information has been provided. Additional patient, event and device information has been requested from the user facility but has not yet been received at the time of this report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. The investigation performed for this complaint report included a review of drawings, manufacturing instructions, quality control data and specifications. A visual inspection of the returned device was also conducted during the investigation. One device was returned for evaluation. The device was returned with the handle in the open position and the basket formation partially open. The collet knob was tight and secure. The male luer lock adaptor (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. There were no kinks noted in the basket formation. A visual examination noted the support sheath is slightly bowed in appearance. A functional test determined the handle does not actuate the basket formation. The support sheath and basket sheath are still adhered. The basket formation cannot be manually actuated. When pulling on the cannulated handle, there is tension on the sheath, but the basket formation appears to be stuck in the sheath, preventing the basket from functioning. The complaint is confirmed. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record found no non-conformances associated with the complaint device lot number. A review of complaint history found this to be the only complaint associated with this product lot number 8001457. The reported issue stated the device functioned prior to use, but not during use on the patient. No damage to the device was found during the evaluation. Based on the provided information a definitive root cause could not be established. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.